Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml baclofen at a dose of 275 mcg/day and 6 mg/ml bupivacaine at an unknown dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had never had good therapeutic benefit from the pump since it had been implanted. Upon surgical opening of the pump pocket, it was evident that there was an issue at the pump catheter connection site. It appeared that the pump medication was leaking around the connection. Some material was noted in the sutureless connector of the catheter. Some fluid/tissue/material was noted under the rubber portion that sits over the pump spigot. The pump was replaced and the sutureless connector portion of the catheter was replaced. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated. The explanted pump was to be returned to the manufacturer for analysis.